Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Device #3: investigation is not complete. Trends will be evaluated. Although several attempts have been made, no medwatch 3500a has been received. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00590, 00591.

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend. X-rays and photographic images provided. The product was not returned. Evidence that product in specification when used.